Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image due to faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction occurred due to communication abnormality with the endoscope caused by connector socket failure. However, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.